Event description:
Healthcare professional stated that the aortic punch was returned due to the plunger sticking. There was not smooth action. The problem has not recurred and there was no pt complication.